Event description:
As reported by the end user hospital, the infusion center noticed that the pt's chest port (originally placed on (B)(6) 2010) was not functioning. It was verified by a surgeon that the catheter had fractured. The port was removed on (B)(6) 2011 and replaced. No pt complications resulted from this event. The used device was returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "catheter fractured." No adverse trends were identified. The used 8f port and catheter were returned and visually examined. The catheter was observed to be broken in a jagged manner where it exits the port collar. A piece of the catheter was still attached to the port stem inside the collar. The catheter did not contain any cuts, holes or other damage. After the catheter was cleaned, flushing determined it to be free of occlusions. The port collar contained several scratches and gouge are consistent with damage made by a sharp object such as a needle tip. Although the definitive root cause of the catheter fracture is unable to be determined, the visual examination results suggest that the failure may have been caused by needle strikes while the port was in place. There is no evidence that the port or the catheter were defective at the time of implant, nor is there evidence that the catheter fracture was the result of a manufacturing or design deficiency. This is supported by the fact that the port was in place and functioning successfully for 18 months prior to the event date. The directions for use furnished with the port device contains guidance on blood sampling/needle insertion as well as device maintenance. Manufacturing process controls for the vaxcel pasv port include 100% leak testing of each port, and visual inspection to verify the proper assembly of the ports. Incoming inspection of the catheter tubing includes a visual inspection for defects or damage, dimensional inspections, static burst testing, and tensile testing. (B)(4).